Event description:
It was reported that the device had delivered faster, confirmed fault and rate accuracy was out of range. The event occurred during preventive maintenance and there was no patient involvement.

Manufacturer narrative:
One device was received for evaluation for the complaint that the device had delivered faster, confirmed fault and rate accuracy was out of range. The review of event log found that no information related to the complaint. There was no 12-month service history during the review. The visual and functional testing was performed. The reported problem can be duplicated as the accuracy test result is 23.0 ml (15%) which is far over the range (18.2-22.2ml). The probable root cause was the faulty expulsor.